Manufacturer narrative:
Device evaluated by MFR.: the stent had detached from the balloon. Only the stent was returned for analysis. The entire stent was damaged with the stent struts stretched and distorted. The proximal end of the stent experienced the least amount of damage which suggests that the stent was stretched distally. A stent that has been stretched distally is likely to have experienced resistance during withdrawal attempts. The stent delivery catheter was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The 90% stenosed target lesion was located in a moderately calcified and moderately tortuous mid right coronary artery. A 38 x 3.00 promus premier¿ stent was advanced to the lesion but the stent was dislodged. The dislodged stent was removed from the patient without an issue using a snare. The procedure was completed with another of the same device. No patient complications were reported and the patients' status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The 90% stenosed target lesion was located in a moderately calcified and moderately tortuous mid right coronary artery. A 38 x 3.00 promus premier¿ stent was advanced to the lesion but the stent was dislodged. The dislodged stent was removed from the patient without an issue using a snare. The procedure was completed with another of the same device. No patient complications were reported and the patients' status was good.